Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. The insulin pump received with missing end cap sticker and broken belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.